Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Caller states the customer alleges that he was driving down the street and the seat just fell off. Caller states that the customer doesn't know what happened.